Event description:
Padgett used to take first skin graft off, while in the middle of the second skin graft padgett lost most power. Outlets and wires checked as well as padgett device. Dr. Was able to proceed with the procedure as planned.the padgett is still out for repair.